Manufacturer narrative:
Serial numbers: (B)(4). The investigations found: for 3 events: the investigation determined that the service activities performed by the customer/ field engineering specialist (fes) resolved the issue. For 2 events: the investigation did not identify a product problem. The cause of the event could not be determined. The follow up/corrective actions were: for 1 event: the customer recalibrated and replaced the lamp. There were no further issues. For 1 event: the fes visited the customer site and replaced the syringes and the problem was resolved for 2 events: there were no follow up/ corrective actions that resolved the issue. For 1 event: the fes found a bad rotor belt. The fse replaced the rotor belt and adjusted the rotor position. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>5</noe> malfunction events. Erroneous non-reproducible results were generated by the cobas integra 400 plus. The events involved a total of 9 patients with the following: 1 erroneous result for astl aspartate aminotransferase acc. To ifcc, 2 erroneous results for bilirubin total gen. 3 (bilt3), 5 erroneous results for a1c-3 tina-quant hemoglobin a1c gen.3, 1 erroneous result for albt2 tina-quant albumin gen.2. The provided patients' ages ranged from (B)(6) to (B)(6). The gender for the provided patients were 2 males.